Manufacturer narrative:
Citation: del trigo et al. Impact of anticoagulation therapy on valve haemodynamic deterioration following transcatheter aortic valve replacement. Heart, 2018 may; 104 (10): 814-820. Doi: 10.1136/heartjnl-2017-312514. Epub 2018 feb 13. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of anticoagulation therapy on valve hemodynamic deterioration following transcatheter aortic valve replacement. All data were collected from multiple centers between may 2007 and february 2015. The study population included 2466 patients who were predominantly female with a mean age of 81 years. Among all patients 1,092 were implanted with medtronic corevalve and 113 with evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all patients 543 all-cause deaths and 164 cardiovascular deaths were reported. No further details were provided on these deaths. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: valve hemodynamic deterioration (defined as an increase in transvalvular gradient of =10 mm hg during follow-up), stroke, aortic regurgitation, and intervention to implant a second transcatheter aortic valve. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.